Event description:
On (B)(4) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for cardiac tissue repair product. Details of the event are provided below. It was reported that a mitral valve leaflet augmentation was performed on a male pt using the cormatrix ecm for cardiac tissue repair. The initial surgery was performed robotically and gore-tex sutures were used to secure the patch. Approximately 4 months after the procedure, the pt experienced recurrent mitral regurgitation. It was reported that the pt is stable but will require a valve repair or replacement. The implanting surgeon has not further information regarding the cause of the event as the pt was later referred to a different surgeon for evaluation by echocardiogram and possible revision surgery.